Event description:
It was reported during an atrial fibrillation ablation procedure, catheter removal difficulties occurred. The physician was mapping the left atrium using the inquiry afocus ii catheter and swartz slo introducer. While attempting to torque the catheter into a neutral position, the afocus ii catheter remained stuck in a deflected position. The physician attempted to advance the swartz slo introducer over the afocus ii catheter in an attempt to straighten the afocus ii catheter, however, this attempt was unsuccessful. Next, the physician cut the afocus ii catheter in an attempt to inactivate the steering mechanism, however, the afocus ii remained deflected. Finally, the physician used add'l physical force to successfully retract the afocus ii catheter into the swatz slo introducer and to remove the afocus ii catheter from the pt. No adverse consequences to the pt were reported and the pt's status post-procedure is good.

Manufacturer narrative:
Method: we are in the process of evaluating the device. Upon completion of the eval of the device, a f/u med watch report will be filed.